Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the patient experienced a bolus type reaction on (B)(6). It included a headache, heart rate of 140 beats per minute, and red skin. The family called the doctor's office and was instructed to switch the pump and use a new pre-mixed cassette. On (B)(6), the family reported that the pumps were alarming. A new pump was couriered and the family started self-mixing. The patient started having diarrhea on (B)(6) 2021. No further details provided at this time. .